Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
(B) (4). The ge service rep viewed the gpos debug monitor and found that the software was corrupt. He reloaded software and tested. The system is functioning as intended.